Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had cracked on the battery compartment all the way around. The customer¿s blood glucose was unknown at the time of incident. Customer states the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.